Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it¿s likely the reported event may have been due to conduction failure caused by the influence of corrosion. Chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Additional non-reportable evaluation were found: flexibility adjustment ring and grip had a scratch, air/water cylinder (aw-cylinder) and suction cylinder (s-cylinder) had no color, switch box had a scratch, scope cover (sc cover) unit had a scratch, micro connector unit in the suction connector (s-connector) and circuit board unit in the s-connector had corrosion due to water leakage, scope connector case (sc-case) unit had corrosion due to water leakage, due to a scratch on the plastic distal end cover, the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to deformation of the bending tube, the return angle from bending of the bending section did not meet the standard value, light guide lens (lg lens) had corrosion, connecting tube was snaking, and the universal cord had coating peeling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had defect of the device: e238 contact plug was defective. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, it was found that the plug unit was corroded resulting in error e315 (scope error unsupported scope). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.